Event description:
I have two automatic blood pressure monitors, one made by microlife and one made by lifesource. Both these monitors, after inflating to above systolic pressure, release pressure so slowly that the reading becomes very painful and the prolonged high pressure causes the capillaries in my hand to burst. My left hand is now very splotchy. I have taken photos of my hand which I can forward to you. Today my blood pressure was 190/78, so these units should be able to read those values without causing damage or pain. These units do not function effectively and should be removed from the market. Diagnosis or reason for use: #1 & #2 - hypertension. Event abated after use: #1 & #2 - yes. Event reappeared after reintroduction: #1 & #2 - yes. The device is also sold at (B)(6) pharmacies.